Event description:
Patient required intubation for gi procedure. Single use disposable miller laryngoscope was used. After patient was sedated, laryngoscope was inserted but the light failed. Unable to get light on scope to work, had to proceed with a back-up video laryngoscope.